Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a loose speaker. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'low audio' which was reproduced. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.